Event description:
Resident positioned in electric wheel chair by staff as usual. Staff left the room. Another nurse happened to enter room and found resident falling to right side out of wheelchair. Nurse was able to prevent fall and propped resident back up into wheelchair with assistance of three staff. Resident stated: "I was trying to move my wheelchair (with hand control on right side) and the arem (of the wheelchair) gave out." After incident: armrest tightened and resident placed in manual wheelchair rather than electric.